Event description:
Physician reported that he was unable to interrogate a patient's vns device. He was not sure if it was due to a depleted programming wand battery. The physician could not check the programming wand battery, at the time of the report, as he had returned the programming system to the physician he borrowed it from. He stated that when he swiped the magnet, the patient felt the stimulation and had hoarseness, so they were sure the pulse generator was still working. Reporter attempted limited troubleshooting, but the communication problem persisted. Attempts for further information have been unsuccessful to date.